Manufacturer narrative:
Received one rack (B)(6) for evaluation. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were tested according to gbo standard testing procedures, with regards to correct assembly and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Additive content was found to be within specification in all tested samples. Additionally, tubes were verified to have no presence of potassium. The alleged malfunction is not confirmed. Corrected data; h3: samples evaluated; h6 type of investigation, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received. Their evaluation is in progress. As soon as the investigation of the alleged malfunction is completed, a supplemental report will be filed.

Event description:
The customer advised they experienced an increase of elevated patient potassium results using their vitros 4600. The customer advised there are no qc, proficiency, or maintenance issues on the analyzer and an affiliate location matched their potassium results using a roche cobas 6000. The customer advised they fill, invert, and centrifuge the tubes after allowing 30 minutes clot time with a rotina 380r at 1800g/rcf for 10 minutes. The customer advised the samples were collected by various collectors and had no visible hemolysis in any samples. The customer reported the tubes can be held for approximately 2 hours prior to testing, but usually are tested immediately after centrifugation.